Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measuring 52.5 cm. All the tines were intact and undamaged. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pacemaker implant procedure. During the procedure, the pacemaker lead could not be fixed very well when placed in the right atrium. After many attempts, the physician elected to implant a single chamber pacemaker without the atrial lead. The procedure was completed successfully. There were no adverse consequences to the patient.